Event description:
It was reported that the patient's last pump change in 2008, they were delayed by 6 months to get the pump. When it was implanted the manufacture representative programmed the pump and the numbing medication worked too fast and the patient broke 2 toes when the person shoved on the patient's sneaker. By the time the patient got home, their calf muscle hurt and they couldn¿t move. The healthcare provider had to turn the pump down 3 times and finally all the medication was removed and the patient was refilled again. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j92103160, implanted: (B)(6) 1993, product type: catheter. (B)(4).